Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had an ongoing infection and there was blood in their bladder. It was thought that these were due to the device. The patient has had the infection since having the device. It was noted, the patient had some dementia, therefore specifics about the infection was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28 lot# v711743, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported the patient had been having urinary tract infections for the past 7-8 months. It was stated the patient¿s device was supposed to help with emptying their bladder but the device had not worked very well since about one month after it was implanted and they were not happy with it.